Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding the patient. It was reported that the patient¿s stimulation was not effective for pain relief and the patient wanted an MRI, thus the device was going to be explanted. It was noted that reprogramming was done several times, with no resolution. The explant was scheduled for (B)(6) 2017. No further complications were reported. The patient was implanted for non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.